Event description:
It was reported that the user awoke to an insulin occlusion alarm after feeling the steel 6 mm contact detach infusion needle shift during sleep, with subsequent stinging at the site; the user removed the site and did not observe a bent needle, then with agent guidance replaced the infusion set confirmed insulin delivery resumed with no further notifications and blood glucose remained in range. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included troubleshooting and education on replacing the infusion set, performing the device setup steps, and confirming therapy restoration. Investigation of this case revealed an insulin flow interruption consistent with an occlusion that resolved after the infusion set and connector were replaced, with no device notifications after corrective steps and no evidence of needle deformation. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related interruption of insulin delivery that resolved after supply change.